Event description:
While performing a femoral dsa, via a brachial stick, towards the end of the procedure resistance was met, while trying to remove the catheter. The tip of the catheter broke off inside of the patient. A percutaneous snare was used to retrieve the broken piece of catheter. Merit's sales rep was informed by the hospital that the patient's arteries were sclerotic. To the best of merit's knowledge the patient is doing fine to date.